Event description:
It was reported by service report that the load wheel horn assembly was damaged. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: load wheel horn assembly.